Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: symptomatic degenerative spondylosis at l4-5, l5-s1. Postoperative pain, left anterior iliac crest graft area. For which, patient underwent following procedures: harvesting cortical cancellous left anterior crest graft material. Placement of pain management pump catheter, left anterior crest graft area. Anterior l4-5, l5-s1 discectomy by fusion graft using cortical cancellous left anterior iliac crest graft material and one package of op-1 rhbmp-2. Placement of anterior interbody fusion cages, l4-5, l5-s1 cougar type l4-5 medium 5- degree 14 mm cage. The l5-s1 was a 10- degree medium 18 mm cage. Patient tolerated the procedure well without any intraoperative complications. On same day, patient also presented with following pre-op diagnoses: poor venous access. Symptomatic degenerative facet arthrosis at l4-5, l5-s1. For which, patient underwent following procedures: placement of triple- lumen left subclavian central venous pressure catheter. Harvesting of cortical cancellous right posterior iliac crest graft material. Placement of posterior segmental spinal instrumentation with pedicle screw fixation l4-l5, s1, depuy expedium system. L4-5, l5-s1 bilateral laminectomies, completes facetectomies and foraminotomies. Bilateral mass and transverse process fusion grafting at l4-5, l5-s1 using corticocancellous right posterior iliac crest graft material and bone from laminectomy, facetectomy, foraminotomies l4-5, l5-s1. One large rhbmp-2 and 45 cc of milled crushed cancellous bone fresh frozen. Per op notes, one large package of rhbmp-2 was added with patient¿s bone from laminectomies, facetectomies and foraminotomies. It had been cut into quarter inch squares and had been soaked with the rhbmp-2. This material was then placed in lateral mass and transverse processes at l4, l5, s1, both on the left side and right. Equal amounts of material were placed bilaterally. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2006: patient underwent an unknown surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.